Event description:
Follow up from the health care provider reported the cause of the event was unknown. All impedances were normal. Reprogramming was done on (B)(6) 2012 no electrodes out of range, impedances were "ok." Patient described left neck sensation. It was also noted, the patient would be examined for possible neck spasm. There was no injury to the patient. Refer to manufacturer report # 3004209178-2012-10589. It was unclear which device was causing the symptoms.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), product type extension product ID, 7495-51 lot# serial# (B)(4), product type extension product ID, 3387-40 lot# j0101957v, product type lead product ID, 3387-40 lot# l84432, product type lead. (B)(4).

Event description:
It was reported the patient was "zapped" when trying to turn both implantable neurostimulators (ins) off for an electrocardiogram (ECG) procedure. The left side was off but the right side was in icon mode and showed a flashing warning sign. The patient received the unwanted shock while turning the right side off. It was noted, the patient had ECG procedures in the past and there was no interference. This was the first occurrence of interference. Refer to manufacturer report # 3004209178-2012-10589.